Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis

Manufacturer narrative:
(B)(4). On the event date (B)(6) 2021. Customer returned pump for an alleged recurring a21 alarm.pump passed the selftest, a21 error test and displacement test. Unit was monitored and no pump error e21 alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date and time of alarm due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip.unit passed required testing. Not confirmed e21 error alarm during test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.